Manufacturer narrative:
Block b3: exact date unknown, event occurred august 2025. Block d6b: explant date: (B)(6) 2025.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information could be obtained despite good faith efforts.